Event description:
Patient was undergoing ultrasound guided core needle biopsy in l breast. Radiologist deployed site identifier clip which felt different. Radiologist did not have to push as hard as normal to deploy it (less resistance). On post procedure mammogram, no clip was visualized. A second clip was immediately placed with no issues. Post mammogram showed successful deployment of second clip. No harm to patient. Incident delayed procedure by 10-15 minutes. Manufacturer response for biopsy site identifier, biopsy site identifier (per site reporter): manufacturer instructed to notify local representative. Facility will be credited for malfunctioning product.